Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: 2009, inratio: 1.8, lab: 7.2.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2009, inratio: 1.8, lab: 7.2, mean: 4.50, confidence limits: 2.5-6.5. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strips accuracy and/or precision testing as part of the complaint investigation when meter is returned. For additional test results and conclusion, the following month: in-house accuracy test. Test date: donor 1 (same month), donor 2 (same month). Meters sn: in-house meters. Returned meter: retained strip. Comparative sys: sysmex 560. Two therapeutic donors. Same moth: results (080363a): the allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out three replicates for both samples for each lot are within the allowable bias. All meet the above criteria then no further action is required. No errors found in functional testing of returned meter, sw 1.28.24 (inratio 1 meter). No corrective action required as no product deficiency was established.